Manufacturer narrative:
Approximate age of device - 1 year, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh) levels at 1700 u/l. The patient was placed on a heparin infusion and discharged on lovenox. The vad functioned as intended without issue. As of (B)(6) 2018, the patient was reported as being stable.

Manufacturer narrative:
Investigation results: a direct correlation between the device and the report of elevated ldh could not be determined through this evaluation. Analysis of the log file that was provided by the account was unremarkable. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The pump appeared to be functioning as intended. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The device history record was reviewed and showed no deviations from manufacturing. The manufacturer is closing the file on this event